Event description:
Philips received a report that the site was acquiring a scan and using the hand controller to position the pt in towards the gantry. The technologist released the buttons from the hand controller and the system continued to travel. The system motion did stop once the technologist caused a collision on detector 1 collimator pad. The pt did not make contact with the system. No report of pt injuries at the site.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Engineering determined the probable root cause was the system load was increased at the time that another command was sent by the user. The following fco was implemented at the site to correct the issue: (B)(4).